Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The loading units were pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channels. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Our instructions for use warn against the action that was taken. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure the stapler did not fire. They opened another handle to resolve the issue in order to complete the case. There was no patient injury.